Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with vancomycin 1 gm loading dose (frequency and route not reported) and fortum 1 gm per day (route not reported) for peritonitis. Pd therapy was ongoing. The patient was recovering from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.